Event description:
Essure procedure completed had to have an ablation in 2012 due to excessive pain and bleeding now hysterectomy scheduled for (B)(6) 2019 due to continued pain and bleeding in addition to more cysts tumors and hair loss have had sinus surgery due to heighten allergies etc in 2017.